Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an 80-year-old patient was implanted with an impella cp device for mechanical circulatory support. During support, it was noted that a thrombus developed in the left ventricle prompting the pump to be explanted. The patient was later supported with an impella 5.5 pump roughly two weeks after the cp was explanted.

Manufacturer narrative:
The investigation for the reported thrombus issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.